Manufacturer narrative:
Evaluation results: the complaint could not be confirmed. The leads were returned cut as a result of explantation. Visual inspection of the lead segments revealed no broken wires. Continually testing of the segments did not reveal any opens. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Report MFR report #1627487-2013-20600. The patient received two leads with the same lot number. It was reported the patient was not pleased with stimulation coverage. As a result, the scs system was explanted on (B)(6) 2013.